Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when opening the jaws of the reload after firing during a laparoscopic video-assisted thoracoscopic wedge resection, there was a small amount of tissue left to be resected, and the surgeon decided to use a 60mm reload. After firing, some of the staples that formed b-shape in the area where there was no tissue fell out of the reload to the patient's cavity. The surgeon suctioned the staples to retrieve from the patient's cavity. There was no patient injury.